Event description:
It was reported that during the atrial lead implant procedure, the tip was not working and as a result placement difficulty occurred. The atrial lead was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned stretched, with the helix bent and the distal conductor distorted within is-1 connector. /over-rotation. If information is provided in the future, a supplemental report will be issued.